Manufacturer narrative:
The device was not returned for evaluation; it was discarded at the hospital. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. No corrective actions will be taken at this time. A review of the manufacturing records indicated that the product met specifications upon release. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert an arterial line, to consider the potential benefits in relation to the possible complications. In this case, the patient required a new stick to insert a new catheter for an arterial line. It is unknown if user or procedural factors may have contributed to this event. In this case, there were no patient complications noted. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that with this dpt (disposable pressure transducer), flushing was not possible due to blood clotting. The occlusion was in the area of the three way stopcock. This resulted in a blocked arterial line making blood sampling unobtainable. Due to this issue, the access line required a new insertion site. Patient demographics were requested, but not available. There was no allegation of patient injury. The device was discarded at the hospital.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.